Event description:
The customer reported an alarm during the manual prime. The customer also reported a blood glucose reading of 429 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk.